Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow-up, non-sustained right ventricular oversensing was observed. Upon contacting technical services, it was determined to be post paced t -wave oversensing. The recommended programming changes were made. The patient was stable and will be continued to be monitored up to three months.